Event description:
A customer contacted beckman coulter inc. (Bci) in regards to blood sampling valve (bsv) leak on coulter lh 750 analyzer. The customer was wearing proper personal protective equipment (ppe). No exposure to skin eyes, open lesions, or mucous membrane was reported.

Manufacturer narrative:
The leak originated from the bsv during the installation. A bci field service engineer (fse) replaced the bsv shaft and knob, and verified the instruments operation. The customer did not seek medical treatment. The root cause for the leak is a faulty bsv (shaft and knob).